Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 28-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider requested MRI compatibility guidelines for patient¿s implantable neurostimulator (ins). The caller reported the patient needed a thoracic MRI. They reported that the patient was not getting pain relief and that it was causing retinopathy. Therefore, the patient could not use their therapy on a regular basis. The caller was seeing the charge stimulator icon after replacing the aaa batteries on the patient programmer. It was suggested that patient call back when the ins was fully charged. Additional information was received from the patient. The patient programmer showed that the patient was eligible for MRI of the head only and it was reviewed that the patient's lead was not compatible. The patient was redirected to their healthcare provider and the patient was assisted with getting out of MRI mode and turning the ins back on. The indication for implant was spinal pain. Additional information was received from the patient and it was reported that the patient¿s stim therapy has not worked for them since implant. The patient stated that it was implanted wrong. It was stated the leads were implanted too high in the patient¿s back by their healthcare provider (hcp). The patient states they suffered nerve damage as a result of the way the hcp implanted the leads. The nerve damage is in the upper part of their back near where their bra strap sits. The front part of their leg where their undergarments ride is having burning sensation. Part of the patient¿s left thigh is numb. The patient is trying to get the leads removed. The hcp told the patient that a manufacturing representative (rep) will have to check to verify that the implant does not work before they will remove it. No further complications were reported or are anticipated.